Manufacturer narrative:
Updated: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) stated that when asked by phone, they said that the problem has not reoccurred and no action is required. No work has been done. After rebooting, it worked without any problems. No other information is available.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 event site address: (B)(6). Prefecture and event site telephone:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, cardiosave intra-aortic balloon pump (iabp) the touch screen sometimes did not work. No patient injury and harm reported.